Event description:
The third report from the same facility. A ((B)(4)) mayfield skull clamp was involved in a slippage and was described as follows: the patient's head had been pinned with v mueller pins and the mayfield skull clamp slipped. It is unknown whether there was any injury to the patient. Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.